Manufacturer narrative:
Concomitant medical product: product ID: 3057, product type: screening device. Other relevant device(s) are: product ID: 3057. Coding applies only to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence and urgency frequency; the trial began 2019-feb-21. It was reported the trial patient stated that she thinks that her leads moved on the left side as she had increased her stimulation to 4 and was not able to feel it. She stated she spoke with someone who had her go to the right side. Patient is on the right side and stimulation is at 0.6 which she states is comfortable. Patient has been advised to contact their clinician. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.